Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for restricted leaflet motion has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the DHR and lot history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that implanting a thv in surgical valve in tricuspid position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. Therefore, it was off-label operation. As reported, "during a tricuspid valve-in-valve procedure using a 26 mm sapien 3 valve implanted inside a pre-existing non-edwards surgical valve, the initially deployed valve did not fully expand, and one leaflet remained non-functional even after post-dilation. The decision was made to implant a 23 mm sapien 3 valve within the previously placed 26 mm valve, and the implanting team was satisfied with the outcome." There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. In this case, it was reported that upon initial deployment, the valve was not fully expanded. Under-expanded valve could lead to suboptimal leaflet coaptation, or restriction of leaflet movement as reported. Additionally, it was reported that post-dilation was performed and leaflet motion issue remained. The post-dilation could have over-expanded and/or over-stretched the valve, resulting in the remaining leaflet motion restriction reported. Available information suggests that procedural factors (under-expanded thv, post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a tricuspid valve-in-valve procedure using a 26 mm sapien 3 valve implanted inside a pre-existing non-edwards surgical valve, the initially deployed valve did not fully expand, and one leaflet remained non-functional even after post-dilation. The decision was made to implant a 23 mm sapien 3 valve within the previously placed 26 mm valve, and the implanting team was satisfied with the outcome.

Manufacturer narrative:
The investigation is ongoing. Please note that this was an off-label procedure.